Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient generated a sodium assay result of 167.0 mmol/l on the architect c8000 analyzer that was reported from the lab and questioned. The sample retested at 144.0 mmol/l. There is no impact to patient management reported.